Event description:
Two months ago they came to the clinic complaining that the child had suddenly started experiencing hearing difficulties. No injury or trauma was reported. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the information received from the field in situ measurements show an increased ground path impedance either due to air over the reference contact or a technical failure of the reference electrode. However, to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance of the device is affected.